Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) in response to follow-up reported that the device was adjusted for comfort on (B)(6) 2015. The patient was treated for a urinary tract infection (uti)/prostatitis. No further adjustments were needed and there were no more patient concerns. It was also reported that impedances were checked on (B)(6) 2015 and showed a questionable fault on electrode 0 but the patient reported stable symptoms and sensation. No explant was required as the device was still functioning.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported a loss of therapy. Patient called in because he wanted to give an update on what was going on. He wasn't feeling stimulation and when they turned it up it was painful. A np (nurse practitioner) used the clinician programmer to check the device and was concerned that some of the electrodes weren't working right. When they checked the ins (stimulator) battery life in (B)(6) 2015, it was close to the same as it was in (B)(6) 2014. Symptoms reported were bladder accidents . He started having bladder accident at night. The patient was taking oxybutynin. They added a 5mg tablet at night and his night time problems improved. He started having problems during the day. He was at work and was waiting for someone from his group home to come get him and he had a bladder incontinence episode because he didn't get the urge to go. His stimulation was on. Event date for stimulation painful when increased was (B)(6) 2015 and battery checked and some electrodes not working was (B)(6) 2015. Bladder accidents at night was (B)(6) 2015 and bladder accident during the day was on (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the hcp (healthcare provider) regarding the pain and clarification for the electrodes not working.